Manufacturer narrative:
The company service representative examined the system, confirmed, and replicated the reported event. It was discovered that the settings inputted by the customer were incorrect. To resolve this issue, the company service representative trained the customer on how to adjust the cut rate of the vitrectomy probe and how to check the connection of a vitrectomy probe type to the system to allow it to cut. The company service representative recommended the customer set up a training with individuals on how to properly connect the vitrectomy probe. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to an error in user settings. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console presented problem with vitrectomy probe could not make cut during a vitrectomy procedure. There was no report of any patient harm. Additional information has been requested but none received.